Event description:
Boston scientific received information that this right atrial (ra) lead was beginning to crack. There were no out of range measurements reported. A revision procedure was performed and this lead was explanted. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.